Event description:
The device was used during a sigmoidectomy procedure. Reportedly, the instrument was difficult to open. The surgeon resected the tissue at the application site and performed a colostomy to complete the procedure. The hosp has reported the patient's condition is satisfactory.